Event description:
It was found during review of programming history that the patient had high impedance. The generator was programming off following the discovery of the high impedance. No further information has been received.